Event description:
It was reported that using a femoral artery access approach during a procedure of the posterior tibial artery the 3.0 x 80 mm armada 14 balloon dilatation catheter (bdc) was successfully used for predilatation. The bdc was placed aside outside the anatomy in sterile water while a non-abbott stent was implanted; the bdc was to be used again for post-dilatation. During advancement of the bdc through the sheath without noted resistance the shaft of the bdc outside the anatomy separated proximal at the hub. The device was removed without issue. A non-abbott bdc was used successfully for post dilatation with a good final patient outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.